Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the ins was explanted and wouldn't be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The rep reported that the ins was overdischarged. The rep didn¿t know how long it was discharged. The rep reported that the doctor was going to replace the ins on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Note: event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said that her old ins "battery pack was coming out of the pouch in the patient's body and kind of getting snagged" and was eroding towards the surface of the skin. She said it started like 9 months ago, and confirmed it was sometime in 2018. The patient had their battery replaced with the most recent implant and I asked if there was any known reason for this erosion, like an infection or something, but she replied "no I wasn't told anything". No further information was reported. [(B)(4), stim is too strong ].